Manufacturer narrative:
Stryker evaluated the customer's device and was able to duplicate the reported issue. The device works as expected otherwise but will not power on upon opening the lid.the customer received a replacement device to resolve the reported issue.

Event description:
The customer contacted stryker to report that their device does not turn on automatically as expected upon opening the lid. This can lead to a use error resulting in a failure to deliver defibrillation. There was no patient involvement reported with the event.